Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "he was only able to place the coil on my right side" and device monitoring procedure not performed "patient did not undergo any essure confirmation test." In 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and eczema ("rashes or skin conditions type: eczema"). In 2018, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On an unknown date, the patient experienced pelvic pain ("pain: lower right side"), anaemia ("blood or heart disorder/condition type: anemia"), tooth infection ("dental problems - ongoing infection in front of tooth due to lack of white blood cells from anemia"), fatigue ("fatigue"), alopecia ("hair loss"), psoriasis ("psoriasis"), vaginal discharge ("vaginal discharge"), hypothyroidism ("hypothyroid"), vitamin b12 deficiency ("vitamin b 12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), abdominal distension ("bloating"), food allergy ("food allergen sensitization") and headache ("migraines / headaches") and was found to have weight increased ("weight gain") and white blood cell count decreased ("lack of white blood cells from anemia"). The patient was treated with endometrial ablation in feb/2019. Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, anaemia, tooth infection, fatigue, irritable bowel syndrome, alopecia, migraine, psoriasis, vaginal discharge, weight increased, hypothyroidism, vitamin b12 deficiency, vitamin d deficiency, abdominal distension, food allergy, headache, eczema and white blood cell count decreased outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, eczema, fatigue, food allergy, headache, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, psoriasis, tooth infection, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency, weight increased and white blood cell count decreased to be related to essure. The reporter commented: current weight (B)(6) lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Case became incident. Event - rashes or skin conditions type: eczema added. Event of dental problems updated with ongoing infection in front of tooth due to lack of white blood cells from anemia. New reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.